Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had sensor error. Customer's blood glucose was 400 mg/dl. The customer was unable to complete the troubleshooting because he is in car and advised to call back when he gets home. The customer advised that 4th time calling in and not able to wear the sensor the whole time.